Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in one piece, however, given the length, it was confirmed that the fiber was received broken. The fiber connector did not exhibit any abnormality. The fiber passed the functional testing. Based on analysis results, it is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. The instructions for use states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that, during procedure, the fiber broke at 60cm of the connector. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that, during procedure, the fiber broke at 60cm of the connector. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.